Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure two band were shoot out simultaneously. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6:imdrf code a150103 captures the reportable event of premature deployment.